Event description:
It was reported that hvli measurements were out of range. It was determined that a header setscrew was loose. The issue was resolved by tightening the setscrew.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.